Event description:
The device was returned to the manufacturer for analysis. The device registration system reveals that the pt had expired. The hcp reported that the pump was filed with "study drug snx-111" in 1999. One day before event date the pt's ex-husband found the pt unresposive with any empty bottle of methadone. Th pt subsequently expired. The pt had been receiving ziconotide at a dose of 0.26 mcg/hr at the time of her death. The pt was also taking morphine at that time. The event was rpeorted to be unrelated to ziconotide.